Event description:
It was reported that there was an error message while running the handpiece administrative test. The customer opened the clamshell and noticed that the black ring was not in a proper working position. The handpiece was replaced to continue with the case. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken.